Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a hole on the downstream occlusion (dso) seal and also has scratches on the lens. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3: correction. H3: one device was returned for repair with complaint that the device has a hole on the downstream occlusion (dso) seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No relevant information was found in the event log. Visual/functional testing was performed, and a damaged dso seal was found. The dso seal was replaced.